Event description:
It was reported that while using 8 bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the wingset is leaking from barrel. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6) hospital. E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 16-jun-2025 investigation summary bd received 10 samples for investigation. The 10 returned samples underwent functional testing, and no leakage occurred during these tests. Additionally, 10 retained samples were functionally tested and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during to injection/blood/urine collection. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 8 bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the wingset is leaking from barrel. There was no health impact or consequence reported.